Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that a vessel dissection occurred. In (B)(6) 2013, the patient presented due to asymptomatic ischemia and underwent cardiac catheterization. The 2.25x25.0mm, type c, timi flow iii, concentric, 90% stenosed, diffused and bifurcated lesion contained a more than 45 but less than 90 degree bend was located in a non-calcified and severely tortuous right atrioventricular branch. The target lesion was treated with pre-dilatation and placement of a 2.25x16mm promus element plus drug eluting stent at 11 atms. Then coronary dissection occurred at the distal lesion and was treated with implantation of a non bsc drug eluting stent. Another 2.25x12.0mm promus element plus stent was implanted in the target lesion. Following post dilatation, residual stenosis was 0% with timi flow iii. The patient was discharged five days post procedure.